Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensitivity of the lead was adjusted but the twos was still observed. A previous shock from the implantable cardioverter defibrillator (ICD) was mentioned. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.